Manufacturer narrative:
Product complaint(B)(4). Investigation summary: missing a part to it. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. ¿ the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the alignment rod was missing. ¿ based on the provided information a potential cause for the reported event can not be established. ¿ a functional test was not conducted due to not being applicable to the complaint condition . A dimensional inspection was not conducted due to not being applicable to the complaint condition . The overall complaint was confirmed as the observed condition of the pinnacle version guide would have contributed to the complained device issue.¿ based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that '(221750044, pinnacle version guide) had missing component. Based on the available evidence, a definitive root cause could not be determined for missing component" since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (pinnacle version guide) would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to caused not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during loan kit inspection it was identified that the device is missing a part. There is no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment image2.jpeg,image2.jpeg,image1.jpeg,image0.jpeg. The photo investigation revealed that '(221750044, pinnacle version guide) had missing component. Based on the available evidence, a definitive root cause could not be determined for missing component" since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (confirmed) as the observed condition of the (pinnacle version guide) would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to caused not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.